Event description:
The device was returned to redmond with a report that "the device does not work" and that error code 8102 (boot program flash crc fail, "program memory corruption") had been recorded in the device error log. There was no patient use associated with the reported problem.

Manufacturer narrative:
When the returned device was evaluated by the failure analysis center at physio-control redmond, the device was observed to lockup due to a failure of a crystal oscillator, y4, on the digital pcb assembly. The crystal oscillator was found to be thermally sensitive and the failure occurred when the component was subjected to cold temperatures. A replacement device was provided to the customer.